Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown/asked information unavailable. Section d-6a date implanted: unknown/asked information unavailable. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dib00 model intraocular lens (iol) was implanted into the patient¿s operative eye. Due to unknown reasons, the iol was explanted during a secondary surgical procedure and replaced with a different model iol with a different diopter size, za9003 22.5 diopter iol. Patient outcome post-lens exchange is unknown. No further information is available.